Manufacturer narrative:
Device analysis: the oad was returned with the original guidewire engaged in the device. The original 6fr introducer sheath was also received engaged on the distal detached driveshaft section. The initial visual and tactile examination of the detached driveshaft revealed that the distal driveshaft section had been destructively cut. Additional examination revealed that the distal 7mm of the saline sheath was detached, but remained on the driveshaft at the proximal edge of the crown. The crown exhibited adhered biological material. The saline sheath tip and biological material were removed. Further examination revealed that the crown and distal tip bushing remained intact and undamaged. The driveshaft exhibited a kink at the proximal edge of the crown. Examination in the area of the tissue and the kink did not reveal any damage that would have contributed to the event. The introducer sheath was removed from the distal driveshaft section without issue. Examination of the sheath did not reveal any damage that would have contributed to the reported event. The outside diameter (od) of the driveshaft and crown location on the driveshaft were measured and met the drawing specifications. The initial visual examination of the proximal section of the guidewire did not reveal any damage or abnormalities that would have contributed to the reported event. It was observed that the guidewire had been destructively cut. Further examination of the driveshaft revealed that the filars were stretched and elongated. The guidewire spring tip and proximal solder bond were engaged in the elongated driveshaft filars. Biological material was observed on the spring tip and driveshaft filars in this location. The cut driveshaft and guidewire spring tip sections were sent for scanning electron microscope (sem) analysis. Sem analysis revealed evidence that the oad and guidewire has been cut and surgically removed from the patient. No conclusive evidence relating to the root cause of the event was observed. Examination of the handle assembly revealed that the driveshaft and guidewire had been destructively removed 5.5 cm distal to the nosecone assembly. Significant resistance was met when removing the proximal guidewire section distally from the handle assembly. Examination of the remaining section of the guidewire revealed numerous kinks in the shaft. An in-house test wire was loaded through the device without issue. When tested, the device spun at low, medium and at high speed with no abnormalities observed. The device was turned on and off numerous times with no issues observed. While performing functional testing the power cord, brake and control knob were manually manipulated to determine if there were any functional concerns with the components that would have contributed to the reported event. At the conclusion of the failure analysis investigation, the root cause of the device becoming stuck in the patient and requiring surgical removal could not be conclusively determined. Adhered biological material was observed on the driveshaft and crown, but it could not be determined if this caused the device to become stuck. Additionally, several kinks were observed in the guidewire, but it could not be determined whether or not they were present during the procedure or as a result of attempting to remove the device and wire from the patient. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The material inspection report for the viperwire guidewire was not reviewed as the lot number is unknown. (B)(4).

Event description:
It was reported that during a peripheral atherectomy procedure, a csi orbital atherectomy device (oad) got stuck in the patient and had to be surgically removed. The target lesion was 90% stenotic and was located in the distal anterior tibial (at) artery. During the first run at low speed, the oad got stuck in the lesion. The control knob on the oad was unable to be advanced or retracted. The physician attempted to dislodge the device by inflating a balloon next to the crown, but was unsuccessful. The driveshaft saline sheath and guidewire were also cut in an attempt to manually rotate and remove the oad, but the attempt was unsuccessful. The patient was taken to the operating room for a surgical cut-down and removal of the device. The patient status remained stable throughout the procedure. Requests for additional information have been made, but none has yet been received.